Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there was no evidence of lead migration and the temporary leads were removed in the office on (B)(6) 2021 and no lead migration was found. Issue was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 306001 lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The basic evaluation began (B)(6) 2021. It was reported that the patient stated "(B)(6) said to wait until today when all of the stuff has worn off, like the sedation and pain medication and all the other factors that come into play." The patient mentioned that their urination might be just a little bit more than it was. The patient also mentioned discomfort in the rectum which might be the device. The patient said "they did tell me yesterday, I don't know if it's the device or surgery or what, but they told me there was a good chance I would become constipated. I did not think that would be true, but I have not had a bowel movement since I had the surgery." They stated the doctor suggested to take miralax or a similar product to "keep things going" until the point where it works on it's own. The patient also stated that they had a little bit of discomfort with their left testicle after surgery, but that had since gone away. The patient mentioned that they felt a little flutter yesterday, "nothing severe, did not bother me" and today there was no type of "flutter or shock" and "occasionally just a little discomfort in the rectum area." Support link advised that stimulation should not be uncomfortable but the patient did not want to lower it. They were currently at 4.4 on the left side. On (B)(6) 2021, the patient mentioned the thing that concerns them is that they were voiding every hour at night and "I didn't know if the wire had moved, or if I need to make it adjustment." The patient stated they were at 4.4 on the left side and were experiencing no type of "shock or pain". On (B)(6) 2021, the patient said that their symptom improvement during the daytime is moderate, but at nighttime they were only seeing a slight improvement. The patient mentioned "with each day I think that wire is moving around more and more, so it's been inconsistent."